Event description:
The patient was not getting stimulation on the left side. They did a revision and moved the lead over. During the revision, they trailed the patient on the table with a snap-lid; there was good stimulation. When the lead was placed into the implantable neurostimulator (ins) the impedances on 8-15 were >10,000 ohms. They put the lead into the ins two more times and impedances were getting better. They were finally able to get all electrodes within normal limits except for #15, but the physician decided to replace the ins. There was reported to be no patient injury. The patient recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.